Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve ((B)(4)), a cerebral infarction occurred and an magnetic resonance imaging (MRI) was performed. The outcome and status of the patient was unknown. No additional adverse patient effects were reported.